Manufacturer narrative:
A1: a2: a3a: a4: a5: a6: e1: phone number: (B)(6) the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: following a coro via 6 french procedural sheath, after placing the wire and changing the sheath, the delivery system could not be inserted. The carrier tube could not be inserted into the locator/dilator into the sheath. A pre-deployment angiogram was performed. There was no patient harm or injury, and no blood loss. Hemostasis was achieved by manual compression.